Event description:
It was reported that the user¿s continuous glucose monitoring sensor used with the system failed to scan, displaying repeated ¿scan unsuccessful¿ messages until a phone restart, after which the sensor indicated warm-up and pairing was completed. Symptoms included no clinical effects reported. Outcomes included no impact on health and no alerts or alarms triggered. Investigation included technical troubleshooting and user education by phone. Investigation of this case revealed pairing initially failed but was resolved with device restart and the sensor subsequently entered the normal warm-up period. It was concluded that the event was attributable to a transient connectivity or pairing issue, with no device malfunction confirmed and no adverse clinical outcome.